Manufacturer narrative:
As reported, the operator used an 5.0x30 .014 aviator plus balloon for dilation. After opening the balloon package, it was found that the middle section of the delivery system had burrs and was not smooth, making it unusable. The procedure was completed using a new balloon of the same model. There was no reported injury to the patient. This occurred during a carotid angioplasty procedure. The product was properly stored according to the instructions for use (IFU). The packaging was intact prior to use. There was no difficulty removing the product from the hoop, the protective balloon cover, or any sterile packaging components. The device was returned for evaluation. A non-sterile ¿aviator plus .014 5.0x30 142cm¿ was received coiled inside of a clear plastic bag. The product was removed from the pouch for the purpose of performing the product evaluation. A tear was observed on the shaft at the location of the rapid exchange port, approximately 24 cm from the distal tip. No additional notable observations were identified. The damaged area was further examined using a vision system. The tear exhibited an undulating pattern with visible elongation and fatigue lines. These features are commonly associated with shear forces generated when a wire is subjected to tensile strain against the material surface. Based on these findings, it is concluded that the device was subjected to a shear force exceeding the material¿s yield strength prior to the occurrence of the tear. The reported ¿body/shaft frayed/split/torn¿ was observed during analysis of the returned device; however, the exact root cause could not be conclusively determined. Vision system inspection identified a tear on the shaft at the rapid exchange port, approximately 24 cm from the distal tip. The observed damage morphology, including features consistent with elongation and fatigue, is indicative of shear forces generated when a wire is subjected to tensile strain against the material surface. Procedural and/or handling factors, in combination with vessel characteristics, are considered likely contributing factors based on the damage observed during analysis. According to the instructions for use which are not intended to mitigate risk, ¿directions for use: preparation: 1. Remove the inner package from the box. 2. Open the inner package and carefully extract the packaging tube with the balloon catheter and the packaging tray containing flushing needle and compliance chart. 3. Hold the packaging tube/tray in one hand. With the other hand, gently grasp the hub and carefully remove the balloon catheter from the tube. 4. Remove the flushing needle and compliance chart from the tray; discard the tray and packaging tube. 5. Without twisting, slide the forming tube off the balloon. 6. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. 7. Attach a three-way stopcock to the catheter¿s inflation port. 8. Purge the air from a partially filled syringe and connect the syringe to the stopcock. 9. Open the stopcock and induce negative pressure.10. Hold the syringe and the proximal end of the catheter vertically with the balloon tip pointing down. 11. While maintaining the negative pressure, close the stopcock to the inflation port. 12. Remove the syringe and purge the air. 13. To ensure all air is removed from the balloon and inflation lumen repeat steps 8-12. 14. Prepare an inflation device with diluted contrast medium. 15. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. 16. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after catheter prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ the available information and product evaluation do not indicate a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action is required.

Event description:
As reported, the operator used an 5.0x30 .014 aviator plus balloon for dilation. After opening the balloon package, it was found that the middle section of the delivery system had burrs and was not smooth, making it unusable. The procedure was completed using a new balloon of the same model. There was no reported injury to the patient. This occurred during a carotid angioplasty procedure. The product was properly stored according to the instructions for use (IFU). The packaging was intact prior to use. There was no difficulty removing the product from the hoop, the protective balloon cover, or any sterile packaging components. The device will be returned for evaluation.

Event description:
As reported, the operator used an 5.0x30 .014 aviator plus balloon for dilation. After opening the balloon package, it was found that the middle section of the delivery system had burrs and was not smooth, making it unusable. The procedure was completed using a new balloon of the same model. There was no reported injury to the patient. This occurred during a carotid angioplasty procedure. The product was properly stored according to the instructions for use (IFU). The packaging was intact prior to use. There was no difficulty removing the product from the hoop, the protective balloon cover, or any sterile packaging components. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.